Event description:
The caller alleged discrepant results when compared withthe lab results reported as follows: date: 2008, intatio: 3.9, lab:407. Date: 2008, inratio: 4.6, lab: 1.8. Date: 2008, inratio: 3.8, lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 3.9, lab: 407, mean: 4.3, confident limits: 2.5-6.5. Date: 2008, inratio: 4.6, lab: 1.8, mean: 3.20, confident limits: 1.9-4.6. Date: 2008, inratio: 3.8, lab: 3.0, mean: 3.40, confident limits: 2.0-5.0. The test 1 thru 3 the inratio and lab values are within the confident limit as per the internal procedure. The product will not be investigated. Also patient test #1 might be due lovenox. There was a change in dosage for the test#2. This is an adverse event.